Event description:
It was reported the device was used in a laparoscopic assisted vaginal hysterectomy. It was reported the tsw35 locked down on tissue, but would not fire. It was removed and another tsw35 was opened to complete the case. There was no consequence to the patient.